Manufacturer narrative:
This complaint was previously submitted under 1822565-2016-00818. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to acetabular loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: d2: common device name: prosthesis, hip. G3: foreign was added into the report source - colombia. D11: versys fm mc clrlss 14x140mm std neck catalog#: 00784501400 lot#: 61919354. Xlpe 10 degree poly liner50/52/54x32 catalog#: 00631005032 lot#: 62069679. Trilogy bone screw 6.5x30 catalog#: 00625006530 lot#: 62021187. Trilogy bone screw 6.5x30 catalog#: 00625006530 lot#: 62011531. Versys 12/14 femoral head 0x32 catalog#: 00801803202 lot#: 62119851. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.